Manufacturer narrative:
Clinical/cmo review: nausea and dysphagia are common complications of hiatal hernia repair. The most common cause is placement of the mesh in such a fashion that not enough space is left for the esophagus in distended form, i.e. During the passage of a bolus of food. This appears to be the cause in this case as dilation resolved the symptoms. This is a technique issue and not an implant specific complication.

Event description:
A laparoscopic hiatal hernia repair was performed on (B)(6) 2016. Small space for mesh to fit and mesh was cut to fit space. A keyhole was cut out of the mesh with the 'labeled side down' and sutured in without fully encircling the esophagus. Post operatively, the patient experienced nausea and vomiting on (B)(6) 2016. Over the next four weeks, the patient continued to experience dysphagia with difficulty swallowing. The patient underwent an esophagogastroduodenoscopy to dilate the esophagus on (B)(6) 2016. On (B)(6) 2016 the patient reported all symptoms had resolved